Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the non-abbott right ventricular (rv) lead was found to have been dislodged which resulted in a device migration. The patient later experienced episodes of syncope as a result of the event and was hospitalized. A revision procedure was performed and the device was successfully repositioned to resolve the event. The patient was in stable condition.